Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in pacing inhibition. The rv lead was surgically abandoned and replaced. The source of the noise was not determined. This ICD remains in service. There were no additional adverse patient effects.